Event description:
The lay user/patient contacted lifescan in 2005 and alleged that his fasttake meter was reading inaccurately erratic. The patient received results of 286mg/dl and 74mg/dl on the subject meter performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Following the use of the meter, the patient took 4 units of humalog. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl) and that it was coded correctly. The patient did not receive any medical attention. The test strips were in good condition and within the expiration date. He was walked through two consecutinve control solution tests and the results fell outside the specified range. This complaint is reported due to the precision testing being out of specification and two control solution tests failed outside the range. The patient was upgraded to the one touch ultra system.